Event description:
It was reported that during a gastric sleeve procedure, in the first firing the instrument was loaded with a gold cartridge, the device stapled half portion of the stomach, so the surgeon reloaded the instrument with other gold reloads. All presents the same failure. The other half cut and didn´t staple. The surgeon used a new device and reinforced with suture. Surgery was prolonged four hours.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload on the device. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.